Event description:
The device was used during a procedure on the abdomen. Reportedly, a component disengaged into the pt's abdomen. The surgeon was able to retrieve the component and complete the procedure without any pt injury.